Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).evaluation summary:the guide wire was returned for evaluation, which confirmed the reported damage, however, the reported resistance was unable to be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history for the reported lot did not indicate a manufacturing issue. Overall, based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the balance middleweight guide wire was used without difficulty. However, during removal of the guide wire through the rotating hemostatic valve, resistance was noted. The guide wire was able to be removed. After removal of the guide wire, a slight "edge" was noted at the distal part of the guide wire, proximal to the tip coils. There was no adverse consequence for the patient. No additional information was provided.